Manufacturer narrative:
Customer complaint of oversensing was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-13319. It was reported that the patient presented in the clinic for follow up. Both interrogation of the pulse generator in-clinic and review of remote transmission revealed, the right ventricular lead exhibited noise causing pacing inhibition. Noise was not reproducible with analyzer. The device was changed out and the right ventricular lead was capped and replaced on (B)(6) 2019. Patient condition was stable with no complications.